Event description:
"The safety mechanism failed to engage on two instances with different staff members. One of these instances caused a needlestick injury. We have reached out to our customer for additional information and have not yet received it. Upon receipt of any additional information we will provide it to you."